Event description:
This patient expired on (B)(6) 2013 due to ventricular arrhythmia. Should additional information become available, this file will be updated

Manufacturer narrative:
The performance of lead under complaint was scrutinized. Upon receipt, the lead was found dissected. Only the proximal part of the lead was returned for analysis. The morphology of the cuttings indicates that the fragment of the lead mostly originated from the explant procedure. The analysis of the linox sd fragment revealed, in the yoke's area, a conductor fracture to both shock coils. The conductor to the proximal shock coil was pulled out from the fragment and was not returned for analysis. In addition cuttings in the insulation were detected at the df-1 hv-2 connector. The analysis did not reveal any sign of a material or manufacturing problem.